Manufacturer narrative:
Device evaluation is not necessary because the reported event have been determined as not related to vns therapy, but rather to the presence of the device and the implant procedure.

Event description:
It was reported that the patient developed an infection at the generator surgical site. The patient was then taken to surgery where the generator was explanted. A review of manufacturing records confirmed that the both the lead and generator were sterilized prior to distribution. No additional relevant information has been received to date.